Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 25-oct-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in 2013. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive bacterial infections, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her, but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive bacterial infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic infection ('excessive bacterial infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pelvic infection, pelvic pain, discomfort, menorrhagia, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, discomfort, dyspareunia, menorrhagia, pelvic infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic infection ('excessive bacterial infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pelvic infection, pain, discomfort, menorrhagia, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, discomfort, dyspareunia, menorrhagia, pain and pelvic infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- case was upgraded from non-serious incident to serious incident. Removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic infection ('excessive bacterial infections') and device breakage ('pieces of the coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic removal essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pelvic infection, pelvic pain, discomfort, menorrhagia, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, device breakage, discomfort, dyspareunia, menorrhagia, pelvic infection and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Reporter information, patient medical history, event: device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic infection ('excessive bacterial infections') and device breakage ('pieces of the coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic removal essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, pelvic infection, pelvic pain, discomfort, menorrhagia, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, device breakage, discomfort, dyspareunia, menorrhagia, pelvic infection and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive bacterial infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported event cannot be totally excluded. Further information will be obtained through the litigation process.